Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via web form that the insulin pump had damaged retainer ring. The customer¿s blood glucose level was unknown. The customer reported that the reservoir was not able to lock in place when inserted into insulin pump. The device will be returned for analysis.